Event description:
A hospital in (B)(6) reported via a distributor that the heater wire alarm sounded on the humidifier base during the pre-inspection of an rt206 adult breathing circuit. The problem was fixed when the breathing circuit was replaced. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt206 adult inspiratory heated breathing circuit is en routed to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.